Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/6/2025. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: were there patient consequences? If yes, please explain. It was reported that the event date is (B)(6), 2025, and the alert date is (B)(6), 2025. Could you please provide a justification for this variance in the timing of the report related to this file? Please confirm if the device or samples are available for product analysis. If yes, please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. Provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq). 1. There were no patient consequences. 2. There might be typo error while selecting the event date, kindly count the date when it was reported. 3. Yes, the samples have been collected. 4. Na. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available.

Event description:
It was reported that a patient underwent a a v fistula procedure on an unknown date and suture was used. It was broken while knotting the suture in a v fistula case. There were no patient consequences reported. Additional information was requested.